Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges consistent pain and soreness, mildly elevated ion levels, locking up of the hip device and instability.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Update rec'd 2/13/2014 -pfs and primary and revision medical records received. No new information was received that would change the MDR decision. The complaint was updated on: 03/14/14. Doi: (B)(6) 2009 - dor: none reported (left hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2838092. A search of the complaint database finds additional reported incidents against lot code 3008574 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2838092. A search of the complaint database finds additional reported incidents against lot code 3008574 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.